Event description:
It was reported that the pump shut off. The customer's blood glucose (bg) level ranged from 425-575 mg/dl. The customer administered a manual injection to address bg level. During troubleshooting with tandem's customer technical support, review of the pump data confirmed that a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge the pump more frequently.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.